Event description:
It was reported that during a laparoscopic lobectomy procedure, it was observed that the closure trigger on the device could not be closed after installing the reload and before use on the patient. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/22/2025. D4: batch #467d53. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. No functional test was performed as the device would not close. Upon disassembling, the spring clamp release was noted out of position, not allowing the device to closed as the release bottom was not engaging. The condition noted on the device has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a97d1t, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 467d53, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.